Event description:
It was reported that upon completion of a coronary stent procedure, the wire tip separated during removal. The pt was sent to surgery, where the tip was successfully removed. The pt status is listed as "okay".